Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, dry mouth, headache, heartache and lethargy. The patient was treated with intravenous fluids. The patient was released after 2 days, (B)(6) 2025. The pod was removed at the hospital and discarded.